Event description:
It was reported that the user¿s caregiver called to report elevated blood glucose after a recent meal announcement while the user was operating a new ilet pump in its learning period; troubleshooting and education were provided, and the caregiver was advised to wait approximately one hour for automated insulin delivery to address the high reading. Symptoms included hyperglycemia. Outcomes included no alarms and no escalation of care. Investigation included customer interview and troubleshooting guidance. Investigation of this case revealed no device alarms or malfunctions reported, and no device component concerns identified; the event was consistent with expected glycemic variability during early learning and timing following a meal announcement, with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.